Event description:
The customer reported fluid leaked from the set. There was no report of patient harm or medical intervention. No additional pt/event info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the product has not been received. A follow up report will be submitted with investigation. Results should the product be received for evaluation.